Event description:
"The surgeon reported that a patient had joint replacement surgery involving a mako robot. The patient has had revision surgery". Update 18oct21 "from discussion with the surgeon, he is not of the opinion that this was as a result of the robot going wrong or anything similar. They think they may have planned it wrong. Their intention with this request is to be able to interrogate the files to see if they had made a mistake. I believe it was revised as the cup came loose."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.